Manufacturer narrative:
The manufacturer previously reported information regarding concerns with their ds2 device which are: 1) poor water compartment fit, 2) inaccessible tubing, 3) health impact including sinus infections, which patient suspects are related to the inability to clean internal tubing properly, and 4) complete device failure. Patient also alleges, "the unit has now stopped functioning altogether. It makes a loud noise and produces almost no airflow, rendering it unusable." The device has not yet been returned to the manufacturer for evaluation. Three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information regarding concerns with their ds2 device which are: 1) poor water compartment fit, 2) inaccessible tubing, 3) health impact including sinus infections, which patient suspects are related to the inability to clean internal tubing properly, and 4) complete device failure. Patient also alleges, "the unit has now stopped functioning altogether. It makes a loud noise and produces almost no airflow, rendering it unusable." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.